Event description:
Prior to the procedure while the patient was prepped, the unit was turned on and displayed a white screen but never displayed the welcome screen. The generator power cable was disconnected and the generator was powered on but there was no resolution. The procedure was cancelled and there were no patient consequences.

Manufacturer narrative:
The reported startup failure could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported startup failure could not be conclusively determined.